Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Patient name not appearing as entered. The investigation is in process.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00179) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1), update the manufacturer's contact information (see section g1), provide the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), provide the evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00179) submitted in 2016 did not go through correctly. Additional information was received and it was reported that the patient's information were entered manually. After the unspecified study was closed, the user transferred the images to pacs but an "unknown" was displayed as the patient's name. It was not necessary to repeat the study since there was no loss of data. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: analysis of the logs shows that the user tabbed past patient name. All other registration information is in the exam (ID, refererrig physician, etc). The user name was not entered. This issue was identified as a user error, and the siemens system is working as specified.